Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Ent.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced dizziness, syncope, heart block and amaurosis along with asystole for more than seven seconds. Patient was noted to have experienced multiple asystole in the past day and heart rates in thirties possibly due to the implantable pulse generator (ipg) pacing below programmed rate. It was also reported that the right atrial (ra) lead exhibited high out of range impedance after the pacemaker was program controlled. The device had loose screw interface resulting in connection issue. The patient experienced ventricular asystole during program control resulting adams-stokes syndrome. The ipg was eventually explanted and replaced and the patient experienced ventricular aystole during the revision. No further patient complications have been reported as a result of this event.